Event description:
It was reported by the customer that the battery was missing the bottom plate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Evaluation conclusion: the device has been discarded by the manufacturer. The battery plate that has the lot number was missing from the device. As a result, the date of manufacture could not be determined.

Event description:
It was reported by the customer that the battery was missing the bottom plate. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.